Manufacturer narrative:
This report is filed january 21, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced a red spot at the implant site and was prescribed a course of antibiotics (date not reported). The implanted device remains.